Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the customer removed and returned the suspect analog board for evaluation; the malfunction was attributed to a faulty transformer on the analog board. The customer received a replacement analog board to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.